Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "excavate silicone along the posterior side."

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Healthcare professional reported "excavate silicone along the posterior side." Device remains implanted.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Healthcare professional reported "excavate silicone along the posterior side." The device has been explanted.

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product. Healthcare professional reported "excavate silicone along the posterior side." Healthcare professional also reported left side "hole on patch side" observed during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening. Silicone migration: unable to observe since it is not related to the device. Anxiety product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, g1, h3, h6.